Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued postal code e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain in the left breast, being requested MRI showing left intra capsular rupture." This is for the left side device. The device remains implanted.